Manufacturer narrative:
Follow-up submitted with evaluation results which determined the casters were cracked; however, no loss of function was detected. Casters were replaced.

Event description:
It was reported that the that while staff was transferring a patient, the bed allegedly stopped moving due to cracked casters. No patient injury was reported and no clinically relevant delay in treatment was reported.

Event description:
It was reported that the that while staff was transferring a patient, the bed allegedly stopped moving due to cracked casters. No patient injury was reported and no clinically relevant delay in treatment was reported.